Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Additional information received per the patient profile form (ppf) states that the patient experienced the previously described events and also caval thrombosis. These injuries have caused emotional distress, mental anguish, anxiety and stress. Additional information received per the legal short form states that the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: date of report, PMA/510k, type of reportable event and if follow-up, what type. . Section event: it was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that approximately fourteen months after implantation the ivc filter was found to have embedded in the wall of the ivc preventing the device from being safely removed. The patient is also reported to have experienced caval thrombosis, emotional distress, mental anguish, anxiety and stress. There were two attempts made to remove the filter. The first was at 13 days post-procedure and the filter was not removed due to thrombus present in the ivc filter. A second attempt was made approximately two months later but the proximal end of the ivc could not be removed from the vessel. During the implant procedure the optease was placed in the infrarenal aspect of the vena cava near the junction of the iliac veins. The patient returned 13 days later for an inferior vencavogram in preparation for ivc removal. The inferior venocavogram was performed with a 20 ml of isovue 300 IV contrast, which demonstrated multiple filling defects within the filter. Repeat venocavogram was performed with additional 20 ml of contrast which demonstrated similar findings. As a result of filling defects within the inferior vena cava at the level of the filter, the impression was thrombus was present within the inferior vena cava filter, as a result the filter was not removed. The patient returned approximately 2 months later. An inferior venocavogram was performed at the base of the ivc filter and demonstrated a widely patent filter with no residual thrombus. A 1.5 hoop snare was utilized to snare the distal retrieval hook and the filter was then re-sheathed. The majority of the filter sheathed readily, however, the proximal portion of the filter was adherent to the wall of the ivc. Several attempts with gentle manipulations were utilized using a variety of motions, however, the filter was fully adherent to the lumen wall at its upper portion and could not be safely removed. By the end of the procedure the patient was feeling uncomfortable due to his many other elements related to his motor vehicle accident. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and thrombosis within the filter do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without implant or retrieval images available for review the reported events could not be confirmed. With the limited information available for review it is not possible to draw a clinical conclusion between the device and the reported events. There are, however, clinical factors that may have influenced these events and include patient, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that this event was previously reported via manufacturing report number 9616099-2016-00325. However, additional reports cannot be submitted via the previous number as the complaint handling database is no longer available. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt. (B)(4). It was initially reported that approximately 14 months after implantation with an optease inferior vena cava (ivc) filter, the ivc filter was found to have embedded in the wall of the ivc preventing the device from being safely removed. Subsequent information received indicated that there were two attempts made to remove the filter. The first attempt was at 13 days post-procedure and the filter was not removed due to thrombus present in the ivc filter. A second attempt was made approximately 2 months later, however, the proximal end of the ivc filter could not be removed from the vessel. During the initial procedure the optease was placed in the infrarenal aspect of the vena cava near the junction of the iliac veins. The patient returned 13 days later for an inferior vencavogram in preparation for the filter removal. The inferior venocavogram was performed with a 20 ml of isovue 300 IV contrast, which demonstrated multiple filling defects within the filter. A repeat venocavogram was performed with additional 20 ml of contrast which demonstrated similar findings. Due to filling defects within the inferior vena cava at the level of the filter, the filter was not removed. The impression was ivc thrombus was present within the inferior vena cava filter; thus, the ivc filter was not removed. The patient returned approximately 2 months later. An inferior venocavogram was performed at the base of the ivc filter. This demonstrated a widely patent filter with no residual thrombus. Subsequently, a sheath exchange was performed for a 10 french retrieval sheath. A 1.5 hoop snare was utilized to snare the distal retrieval hook. The filter was then resheathed. The majority of the filter re-sheathed readily, however, the proximal portion of the filter was adherent to the wall of the ivc. Several attempts with gentle manipulations were utilized using a variety of motions, however, the filter was fully adherent to the lumen wall at its upper portion, and could not be safely removed. By the end of the procedure the patient was feeling uncomfortable due to his many other elements related to his motor vehicle accident. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter do not represent a device malfunction. The optease vena cava filter is indicated for retrieval up to 23 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Penetration of the filter legs into the vena cava wall is considered part of the endothelialization expected when the device is left as a permanent implant, and does not represent a device malfunction. Clinical factors that may have influenced the event include underlying patient co-morbidities, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, it was initially reported that approximately 14 months after implantation with a cordis optease inferior vena cava (ivc) filter, the ivc filter was found to have embedded in the wall of the ivc preventing the device from being safely removed. Subsequent information received indicated that there were two attempts made to remove the filter. The first was at 13 days post-procedure and the filter was not removed due to thrombus present in the ivc filter. A second attempt was made approximately 2 months later but the proximal end of the ivc could not be removed from the vessel. During the initial procedure the optease was placed in the infrarenal aspect of the vena cava near the junction of the iliac veins. The patient returned 13 days later for an inferior vencavogram in preparation for ivc removal. The inferior venocavogram was performed with a 20 ml of isovue 300 IV contrast, which demonstrated multiple filling defects within the filter. Repeat venocavogram was performed with additional 20 ml of contrast which demonstrated similar findings. As a result of filling defects within the inferior vena cava at the level of the filter, the filter was not removed. The impression was ivc thrombus was present within the inferior vena cava filter. As a result, the ivc filter was not removed. The patient returned approximately 2 months later. An inferior venocavogram was performed at the base of the ivc filter. This demonstrated a widely patent filter with no residual thrombus. Subsequently, a sheath exchange was performed for a 10 french retrieval sheath. A 1.5 hoop snare was utilized to snare the distal retrieval hook. The filter was then resheathed. The majority of the filter sheathed readily, however, the proximal portion of the filter was adherent to the wall of the ivc. Several attempts with gentle manipulations were utilized using a variety of motions, however, the filter was fully adherent to the lumen wall at its upper portion, and could not be safely removed. By the end of the procedure, the patient was feeling uncomfortable due to his many other elements related to his motor vehicle accident.